Event description:
It was reported that carto 3 system was used for a pulmonary vein isolation. The physician plugged in the navistar thermocool catheter to mark the his location during transseptal. After the 1st transseptal, the lasso nav catheter was opened and plugged into the piu. As soon as this was done, there was significant noise on both the intracardiac and body surface signals on both the cardiolab and carto system. Carto 3 showed 2 errors: error 21 (failure in ECG 3 card - piu built-in test failed) and error 25 (failure in rx card - piu built in test failed). The carto 3 system was power cycled and the lasso nav cable was replaced. However, the errors and red indicators lights still showed on the back of the piu. The lasso nav catheter was then replaced and all noise and errors disappeared. The red indicator lights on the back of the piu were also returned to green. The case proceeded without further issues.

Manufacturer narrative:
(B)(4). It was reported that carto 3 system was used for a pulmonary vein isolation. The physician plugged in the navistar thermocool catheter to mark the his location during transseptal. After the 1st transseptal, the lasso nav catheter was opened and plugged into the piu. As soon as this was done, there was significant noise on both the intracardiac and body surface signals on both the cardiolab and carto system. The lasso nav catheter was then replaced and all noise and errors disappeared. The returned device was visually inspected upon receipt and it was found in normal conditions. Then per the event, catheter was tested for eeprom, carto, 4 khz and calibration functionality; it was also tested for electrical resistance and current leakage. The catheter passed these tests. No errors were displayed on the system. The customer complaint cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
(B)(4).